Event description:
It was reported that patient experienced adhesive issues event on (B)(6) 2026 where tape was not sticking due to sweating

Manufacturer narrative:
E1: patient city: (B)(6)patient country: spainname:(B)(6)street: (B)(6) country: united states.based on the available information, this event is deemed to be a reportable malfunction.a complaint investigation was initiated under complaint investigation. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.